Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing segments due to cracked zebra connector on the lcd board, cracked case at the display window corner, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that the insulin squirted out while changing the infusion set. The blood glucose reading was 311mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.